Event description:
It was reported that the insulin pump alarmed an error during the priming process and that insulin was "squirting" out. The blood glucose reading was 170 mg/dl. The customer stated that the drive support cap was protruding and that the insulin pump had had the car door closed on it prior to the alarm occurring. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarm could be verified for the loose drive support disk due to the motor error alarms. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.